Event description:
It was reported the patient presented in clinic during routine follow up with a device that was far field r-wave oversensing on the atrial lead. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.